Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through baxter's functionality testing and review of the event history log. It was determined that the upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing, a spectrum pump had system error 322. There was no pt involvement.